Manufacturer narrative:
The device has been received. The investigation has not yet been completed. A supplemental report will be submitted with all relevant additional information.

Event description:
It was reported that a pump that was used during a demonstration had an altitude alarm in its history. There was no reported patient involvement.